Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr xl revision. Original resurfacing surgery - (B)(6) 2003. Revision of femoral head - (B)(6) 2004. Revision of xl system - (B)(6) 2010. Reason for revision - component loosening (unknown which product became loose) pain & leg length discrepancy see (B)(4) for resurfacing revision of femoral head update: (B)(6) 2012 - stem details update - (B)(6) 2014 (left) - we have been informed by kennedys that this patient is deceased. The date of death is 26.04.2013. See (B)(4) for 1st revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr xl revision, original resurfacing surgery - (B)(6) 2003. Revision of femoral head - (B)(6) 2004. Revision of xl system - (B)(6) 2010. Reason for revision - component loosening (unknown which product became loose) pain & leg length discrepancy. See (B)(4) for resurfacing revision of femoral head update: 2nd aug 2012 - stem details. Update - 30 nov 2014 (left) - we have been informed by (B)(6) that this patient is deceased. The date of death is unknown. See (B)(4) for 1st revision. 09 dec 2014 - no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr wi 08-07. No explants have been received at lirc for investigation. Kennedys have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation. Update 17 feb 2015 - removed original implant date as products implanted at different times. It should not have been entered originally.